Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has moved in the patient's chest. Health care professional (hcp) called in to confirm that the crt-d was in normal operation. Additional information received indicated that the patient was having an extreme pain at the pocket site and this device is visible which began three months ago. A smooth bump and fluid excess were noted which was removed via pericardiocentesis. Boston scientific technical services (ts) discussed about what pain in the pocket could possibly contribute to. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.